Manufacturer narrative:
Corrected information provided in d.1, d.2, d.3, d.4, g.1, h.2, h.11. Upon further assessment, it was confirmed that there were no device specific allegations on the initially reported phacoemulsification tip. Based on current information available this event does not meet reporting criteria as per the applicable regulations. No further reports will be scheduled under mfg report num 9681121-2025-00036. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was a hole in the middle of the bent part of tip during cataract surgery. The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Additional corrected information provided in b.5, d.1, d.3, d.4, d.9, g.1, h.6, h.2, and h.11. Additional corrected information has been received and confirmed that the product involved in the reported event was not a phacoemulsification tip, but an irrigation and aspiration (I/a) tip (which was included in custom pack). Hence does not quality for reporting. No further reports will be scheduled under mfg. Report num 9681121-2025-00036. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying that the product contributed to the reported event was irrigation/aspiration tip which was included in the custom pack.